Event description:
A customer reported to baxter healthcare regarding the vialmate reconstitution device in which a leak was observed from the blue port adapter. It is unknown what type of drug vial and IV bag was attached to the vial mate. It was observed during patinet use. There was patient involvement but no patient injury, or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An evaluation of the complaint could not be performed because samples were not available for evaluation and the lot number is unknown.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation; however, it has not yet been completed. Once the evaluation is complete, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.